Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was insufficient negative pressure detected in one tube. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name:(B)(6). The information for the additional medical device type is as follows: d.2b. Medical device type: gim the information for the additional common device name is as follows: d.2a. Common device name: tubes, vacuum sample, with anticoagulant the information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670;k231373.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was insufficient negative pressure detected in one tube. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which was visually evaluated and showed the indicated failure mode. A total of 100 retained samples were visually inspected, with no visible defects observed. In addition, functional tests were performed on 10 retained samples, and all samples were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.